Event description:
At the end of a balloon angioplasty, as the surgeon pulled on the sheath to remove, it snapped in half at the groin. Attempted to troubleshoot removing but it became clear that the sheath needed to be surgically removed.